Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose was 147 mg/dl. Reportedly, customer continued pump therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.